Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon interrogation, high pacing impedance was noted. The lead was explanted due to subsequent notification for high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found. The device exhibited normal electrical characteristics.